Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred immediately after the surgeon side console (ssc) started. The 30-degree endoscope's movement was strange, and it swapped when using guided tool change (gct). The image was most likely inverted. The movement of the endoscope was not intuitive. The event did not involve a reversed control on the system arms. A 30-degree endoscope was installed at the time of the event. The surgeon confirmed the desired orientation when the endoscope was installed. The image was inverted at start-up. It was fixed by restarting the device during start-up inspection. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The device was removed once, then reinserted and used. The same incident did not occur in the same case or in subsequent cases. The procedure was completed with the same endoscope. The alleged vision issue did not result in patient injury. The endoscope was not available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The tse explained the customer how to disable the guided tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 30° endoscope plus image was upside down. Intuitive surgical, inc. (Isi) technical support engineer (tse) explained about the guided tool change and how to disable it. The procedure was completed with no reported injury.